Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic regurgitation could not be conclusively established through this evaluation. The device was discarded and was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the emergency room due to dyspnea on (B)(6) 2025. The device was working as expected with no alarms. The patient was admitted to the intensive care unit for further treatment. The patient was intubated and had a bedside heart echocardiogram examination. The exam showed moderate aortic regurgitation but the blood pressure was stable. The pump was at 5500 rpm with a flow of 4.7 lpm and pulsatility index of 3.7. The doctor was to continue to observe the patient for symptoms.

Event description:
The patient had developed moderate aortic regurgitation after the lvad was implanted. It could not be ruled out as being related to the lvad therapy. The patient was treated with lvad pump speed adjustments, drug adjustments. The patient maintained stable condition and received a heart transplant on (B)(6) 2025. The pump was discarded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.